Manufacturer narrative:
It was reported that the ventilator failed multiple pre-use check tests. There was no patient involvement. The reported issue has been confirmed during evaluation of the received problem description and device log files. The reported issue was investigated further by customer and it was found that the air gas module was contaminated with liquid. Customer did not request service to replace the damaged air gas module. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into the air gas module is moist air from the hospital's wall gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. H3 other text : 4117.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. Moreover, it was reported that the ventilator's air gas module was contaminated with water. There was no patient harm reported. Manufacturer's ref.#: (B)(4).